Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation, and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility, "I have a blood set that was reported leaking from the saline line that caused blood to back up in the tubing. It was reported leaking from the disk. Blood is backing up into IV tubing due to defect/leak in "disk" section of tubing. IV fluids are dripping out of (up arrow) disk area also."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample and one (1) photo were provided for evaluation. Both were visually inspected per specification with passing results. The set was tested for leakage as per specification with failing results. It was noted that a leak was present at the sonic weld of the l.p. Back check valve. Our subject matter experts reviewed the sample and confirmed the presence of a consistent sonic weld. Although leakage was observed, the exact root cause of the leakage was unable to be determined at this time. The manufacturing process and machines were reviewed by our subject matter experts with no indication regarding the cause of this defect. In addition, sterilization summary records were reviewed and are within tolerance. The validation processes were followed as per specifications, and no issues were identified with lot 0061737419. Calibration records were reviewed, no oots were opened during the timeframe the lot was manufactured. Set-up parameters were reviewed, and all were found within range. Retained units for the reported batch number were examined per specification, and no defects were found.no related discrepancies for the reported defect were identified during a review of the discrepancy management system (dsms) database. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow-up will be submitted.